Manufacturer narrative:
There was no pt present. The investigation of the returned tiu found that the reported issue was not able to be duplicated by medtronic personnel. When connected to known good system, the tiu performed as expected with green status for all ports. There was no smell of smoke and no visibly damaged components. The tiu passed all testing. The device was replaced and there were no further issues.

Event description:
The medtronic rep reported that the camera cart smelled like smoke. Reported that the site had had red status tracking issues in the defined tracking area at least three times. The instrument will be between the too close and too far but will not track. From the site today he reports that he feels the smell is coming from the tiu. No pt was present.